Event description:
It was reported that this patient experienced a heart attack in which the patient became unconscious and sought medical treatment. There were questions as to why the device didn't delivery shock therapy during the heart attack. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated, which revealed a ventricular tachycardia (vt) episode. In this episode, the patient experienced a premature ventricular contraction (pvc), subsequently, a bi-ventricular trigger pace was delivered, which induced the ventricular arrhythmia. The crt-d did not deliver therapy as this arrhythmia was in the monitor only zone. Technical services (ts) was consulted. Programming changes and device optimization was performed. This device remains in service and no additional adverse patient effects were reported.